Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a use error, as the tidal total ultra-filtration (uf) removal was set too low. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. A labeling review for the product family will be performed. If additional relevant information is received, a follow-up report will be sent.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle 18. The patient's ultrafiltration reading was 1879ml, indicating the home patient (hp) drained 1129ml more than their maximum programmed fill volume of 1500ml. No additional information is available.